Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer reported that her blood glucose was over 500 mg/dl at the time of the event. During the phone call, the customer stated that the insulin pump was making a strange noise during the rewind. The customer did not know how much insulin to take to treat her diabetes, so her daughter stated she was going to take the customer to the hospital again. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.